Event description:
It was reported that a flogard blood set leaked from an unspecified area below the drip chamber. This occurred during infusion with blood. The device was primed with saline solution. The infusion was stopped and the setup was replaced. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was connected to a pressure gauge and placed under water for leak testing and a leak was observed at the junction of the tube bushing and four-way seal at the bottom of the drip chamber. During visual inspection of the leak site, a tear was observed in the tube bushing. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.